Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer sugar tablets and sugary drinks to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request, however, this could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.